Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amendable medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb-ph guide wire 1.6, with thread on unknown date. The following statement was reported: "a needle broke through a bag".